Manufacturer narrative:
UDI: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: the patient presented with a type b complicated aortic dissection was treated with a conformable gore® tag® thoracic endoprosthesis. Before the procedure the patient underwent a surgical de-branch of the left subclavian artery. On (B)(6) 2016 the patient underwent a coronary catheterization and a type I and type ii endoleak was noticed. On (B)(6) 2016 the patient underwent embolization of the left subclavian artery stump. On (B)(6) 2016 the patient underwent surgical replacement of 1 segment of the aorta with a dacron graft.